Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, it was presumed that the phenomenon (1): "power switch was stuck when pressed in" occurred due to faulty power switch. Additionally, the phenomenon (2): "light intensity from lamp was not measured within specifications" occurred due to the non-olympus lamp being used. However, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Traced: evis exera iii xenon light source olympus clv-190 instructions (chapter 6 lamp replacement_6.1 replacement of the examination (xenon) lamp warning) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited use of non designated lamps. There were no reports of patient involvement.